Event description:
Received unit from routine maintenance and unit failed to power up when power switch turned to the "on" position. Power switch found to operate intermittently when manipulated.

Manufacturer narrative:
The customer returned the suspect component for evaluation but made repairs to it prior to its return. The components operated within specifications and no malfunction could be detected. Customer invertention prevented a conclusive failure investigation. In addition, attempts were made to evaluate the entire device in the field but the customer refused on several occasions to make the device available for continued investigation. The failure is not verified.